Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, plaque shift occurred. The target lesion was located in the 1st obtuse marginal with 90% stenosis and was 20mm long with a reference vessel diameter of 2.75 mm. During the index procedure, there was an 90% in-stent restenosis of a previously placed unknown stent in the circumflex marginal which was pre dilated with 2.75 x 20mm non bsc balloon catheter, and deployed with 2.75 x 24mm taxus liberte stent. This resulted in an excellent angiographic result but the area just prior to the previously placed stent developed plaque shift. This was then stented with a 2.75 x 16mm taxus liberte stent, with 0 % residual stenosis. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).